Event description:
The initial attorney report alleged pain, infection, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002 - repair of incisional ventral hernia with composix kugel mesh. On (B)(6) 2003 - repair of recurrent incisional ventral hernia with composix mesh. Reportedly, one side of the composix kugel mesh had "broken open." The composix mesh was placed overlapping the composix kugel mesh. On (B)(6) 2003 - incisional and drainage of infected abdominal wound. A large abscess and purulent material were identified this was irrigated out and packed with kerlix. On (B)(6) 2004 - incision and drainage with debridement of incisional hernia. On (B)(6) 2004 - wound exploration with excision of infected mesh and primary closure of abdomen. Some remnants of the composix kugel and composix meshes were left implanted. On (B)(6) 2005 - incision and drainage of abdominal abscess with suture abscess. On (B)(6) 2007 - repair of incisional hernia. One composix mesh and one flat mesh were used for the repair. The remnant pieces of composix kugel and composix meshes were dissected out during the procedure.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Initially, one event was previously reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. This is an obese pt with diabetes, hypertension, and sleep apnea who developed a recurrence one year post implant. He went in for repair, at that time a composix mesh was placed overlapping the composix kugel mesh; one month later he developed an infection. Attempts were made to clear the infection but both mesh were subsequently excised. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that indicated review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If additional event and/or evaluation info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00632 for info related to the composix mesh implanted on (B)(6) 2003.